Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the probe damage was likely the result of customer handling. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the proximal sheath of the evis exera ii ultrasound gastrovideoscope was leaking and the sheath was lightly pleated. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered the gap. The report is being submitted due to failures found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint could not be confirmed and no leakage was found from the insertion section. Evaluation did find the up/down knob could not be locked securely due to wear of the forceps elevator lever, the air/water cylinder was discolored, water tightness was lost due to deformation of the electrical connector guide pin and a pinhole on the universal cord, the scope connector was damaged, the charged couple device (ccd) unit cable had limited length, the number of missing elements exceeded the standard value due to damage to the ultrasonic probe, the displayed ultrasound image was defective due to damage on the acoustic lens, the bending section cover adhesive was cracked, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the universal cord had buckling, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.